Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 12 (lifeband not present) error message was confirmed during review of the archive data; however, the ua 12 error message was unable to be reproduced during functional evaluation. No device malfunction was found during the functional evaluation of the returned device. As a precautionary measure the belt clip switch was re-adjusted and the device met all specifications. During visual inspection, the damaged front enclosure and sticky clutch were observed; however it's unrelated to the reported complaint. The archive data revealed user advisory (ua) 12 (lifeband not present) error messages occurred on the reported event date of (B)(6) 2018. Functional evaluation of the platform found no issue. The platform operated as intended without the (ua) 12 error message or any other faults. Additionally, the belt clip switch was noticed to be improperly adjusted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During a shift check, the autopulse platform (sn (B)(4)) displayed a user advisory 12 (lifeband not present) message. The issue was not resolved, after reconnecting and replacing the lifeband. There was no patient involvement.